Event description:
A site neuro coordinator reported that while in a procedure, the mach cranial software froze as they went to navigate. They went back in the software and could not return to navigate again; confirmed that the mouse worked and the probe and frame were both green status when the system "froze", however, did not know what color the crosshairs were at that time. Further troubleshooting was suspended as the surgeon was using the microscope at that time. The surgeon completed the procedure with the use of the stealthstation s7 system. No impact on the pt's outcome was reported.

Manufacturer narrative:
The neuro coordinator declined to provide pt information. Software investigation completed. Findings are that the issue was with the usage of the system. The site did not understand the tracking aspect of the software. Software was not frozen since they where able switch between tasks. No further issues were reported.